Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and determined use error caused the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to charge the defib and deliver a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated that the incident was unlikely to have contributed to adverse outcome.

Manufacturer narrative:
Physio-control requested additional information on the patient. No response has been received from the customer. The customer¿s biomedical engineer evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to service.   The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to charge the defib and deliver a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated that the incident was unlikely to have contributed to adverse outcome.

Manufacturer narrative:
Physio-control received additional patient information from the customer. Section a has been updated. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device was unable to charge the defib and deliver a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated that the incident was unlikely to have contributed to adverse outcome.